Event description:
Related manufacturer reference number: 2017865-2025-28106. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance dislodgement due to twiddlers verified by x-ray on the right ventricular (rv) lead and atrial (ra). The physician elected to explant and replace the rv and ra lead. The patient was recovering after the procedure.